Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. The patient had undergone ptca and stent procedures to lesions in the left anterior descending artery and the right coronary arter. It was reported that the physician did not have any problems or resistance with the foot deployment or foot parking. It was reported that resistance was felt when the physican attempted to remove the needle plunger. The physician was reported to "pull and the plunger came free, no suture was attached". The foot was parked and resistance was felt during the attempt to remove the device. The device was reported to be "stuck". A vascular surgeon performed a cut down, which successfully removed the device. The surgeon stated that when the device was removed "nothing looked to be wrong with the device and there was nothing missing from the device". It was reported the patient "did well". There is no report of further adverse patient sequelae.